Event description:
Same case as MDR ID # 2134265-2013-04817. It was reported that during a stenting treatment procedure an imaging catheter got stuck with the stent and stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous first diagonal of the left anterior descending artery (lad). Pre-dilation at 11 atmospheres for 30 seconds with an unknown balloon catheter was performed twice. A 3.00mm x 20mm promus element plus stent was implanted, then an atlantis sr pro² imaging catheter was used to visualize the lesion post-stenting. During withdrawal, the guide wire exit port of the imaging catheter got stuck with the stent, and the stent got deformed and shortened. The physician manipulated the atlantis and continued withdrawing. Subsequently, the imaging catheter got stuck on a non-bsc guide wire. As a result, atlantis was removed together with the guide wire. A 3.00mm x 38mm promus element stent was deployed to treat the damaged portion of the previously placed 3.00x20mm promus element stent. The procedure was completed with another f/g atlantis sr pro2. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).